Manufacturer narrative:
On 9/30/2020, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a coagulum issue occurred. During the procedure, a guide wire was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and when the sheath was removed (with the wire inside), a coagulum was found adhered to the wire. No patient consequences were reported. Device evaluation details: device was inspected and a coagulum was observed at hemostatic valve. Then, irrigation test was performed and the device was irrigating correctly, no irrigation issues were observed. A review and evaluation of incoming inspection records, supplier letter verifying compliance, or certificate of conformance was performed demonstrating compliance with the quality system release criteria. Coagulum observed at the hemostatic valve could be related to the issue reported by customer, therefore customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a coagulum issue occurred. During the procedure, a guide wire was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, and when the sheath was removed (with the wire inside), a coagulum was found adhered to the wire. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The coagulum adhered to the wire was assessed as a reportable issue.

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. There¿s no report of neurological symptoms since the procedure was completed. No error messages were observed on any biosense webster inc. Equipment. There were no issues related to temperature and flow on the catheter. Nmarq generator was used at 50 watts with a target temperature was 45c, cutoff temperature was of 50c. Ablation was not greater than 60 seconds. The average contact force was not greater than 40 grams. Irrigation was not used outside of prescription. The pre-ablation high setting was 2 second¿s pre-flow. Normal saline was used as the irrigation fluid. Activated clotting time (act) was controlled throughout the case. The parameters for stability used with the visitag module were 3s, 3mm, 30% 4g. Tag index was used as color option. Therefore, added the generator to the d 11. Concomitant medical products and therapy dates section. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 9/22/2020 that the device was received in the condition reported as coagulum was at the hemostatic valve. The coagulum issue remains assessed as an MDR reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).